Event description:
It was reported that the patient¿s lead exhibited high impedance and low sensing. The physician elected to not use the lead, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
The reported events of high pacing lead impedance and p-wave amp variation were not confirmed. Final analysis found as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.